Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol sepramesh ip device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent recurrent hernia surgery. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent repair of an incarcerated incisional hernia. The patient was implanted with a bard/davol sepramesh ip for her hernia repair. Ni/ni/ni: after her hernia surgery, patient began experiencing pain in her abdominal area that was exacerbated by bending, stooping, lifting, and other forms of physical labor. On (B)(6) 2016: the patient did the physical work herself, but had to close the business because the work exacerbated her abdominal pain. On (B)(6) 2017: the patient underwent repair of an incarcerated recurrent incisional hernia and was implanted with a bard ventrio st mesh for her hernia repair. Ni/ni/ni: after the 2017 surgery, patient began to suffer from abdominal pain that was exacerbated by bending, stooping, lifting, and other forms of physical activity. As a result, certain types of household chores induce pain, long walks aggravate her condition and cause her pain; and her abdominal pain interferes with her ability to sleep. The patient suffers pain during sexual relations. The patient continues to experience these complications related to the mesh and will continue to suffer from them in the future. Patient's hernia mesh complications cause her pain and suffering, physical impairment. The patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur the following injuries and damages, among others: physical pain, mental anguish, disfigurement, physical impairment, medical care and treatment.